Event description:
A us distributor contacted zoll to report that a patient developed a rash/allergic reaction under the lifevest equipment. The patient described the area as itchy, weeping, and red due to nickel allergy. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed an ointment for the allergic reaction. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a rash/open wound under the lifevest equipment. The patient described the area as itchy, weeping, and red due to possible nickel allergy. There was no alleged device malfunction contributing to the rash/open wound. The patient¿s physician prescribed an ointment for the rash. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash/allergic reaction under the lifevest equipment. The patient described the area as itchy, weeping, and red due to nickel allergy. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed an ointment for the allergic reaction. Follow up indicated that the skin irritation improved.